Event description:
Additional information received that the patient's nihss baseline 16, nihss 24h 10, and nihss discharge 10. Hemorrhagic remodeling resulted in no hospitalization; no treatment, no actions taken. The mass effect resulted in no hospitalization; no treatment, no actions taken. Causality assessment ¿the mass effect¿ provided as: not related to procedure and devices, causal relationship to disease under study, not related to underlying condition or disease, rationale for the relationship to system or procedure: mass effect on CT 24h. Causality assessment ¿hemorrhagic remodeling¿ provided as : not related to procedure and devices, causal relationship to disease under study, not related to underlying condition or disease, rationale for the relationship to system or procedure: haemorragic remodelling on CT 24h.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a mass effect on the right lateral ventricle without involvement and hemorrhagic remodeling on CT 24 hours on (B)(6) 2024. The event was not a recurrent or new stroke. The event was assessed as causal to the disease under study and not related to an underlying condition or disease. The event did not result from a device deficiency. The final mtici score was 0 at the end of the procedure. The mrs was 0 and nihss was 16. There was no treatment or other actions taken. The outcome was recovering/resolving. The site assessed the events as not related to the devices or procedure, however, the sponsor assessed as possibly related to the study procedure.